Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the stimulation was not reaching their feet; the onset was sudden. The patient had past falls, but none at the time of the change of therapy. She had neuropathy and was diabetic. The healthcare professional advised the patient to call the manufacturer representative to schedule reprogramming. The patient outcome was unknown. The indication for therapy was peripheral neuropathy and spinal pain. If additional information is received, a follow-up report will be sent.